Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) of 397 mg/dl. Reportedly, the cause of the elevated bg was due to the pump. The customer reported there was an issue with the pump; however, the specific type of issue was unable to be verified. The customer delivered a bolus via a syringe to address bg. Reportedly, the customer would meet with health care provider to discuss pump issue.